Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "on april 6, the colleague will insert a bard brand dialysis catheter, power-trialysis 30 cm. The guide is inserted into the femoral vein. Then the usual dilatation with the accompanying dilators. It is not possible to insert the dialysis catheter on the guide. The distal end of the guide is very soft, but we snap it off with a sterile cutter and then the dialysis catheter can be threaded over the guide with resistance. The catheter is very slow to pass over the guide. The guide cannot then be backed out of the dialysis catheter but only gives a failing response, such as the guide being stretched. The guide and catheter are then pulled out as one unit. The procedure had to be stopped.". Additional information received 17-apr-2023: it was reported by bd rep, "there was no patient harm.".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult catheter advancement over the guidewire was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample.

Event description:
It was reported by the customer "on april 6, the colleague will insert a bard brand dialysis catheter, power-trialysis 30 cm. The guide is inserted into the femoral vein. Then the usual dilatation with the accompanying dilators. It is not possible to insert the dialysis catheter on the guide. The distal end of the guide is very soft, but we snap it off with a sterile cutter and then the dialysis catheter can be threaded over the guide with resistance. The catheter is very slow to pass over the guide. The guide cannot then be backed out of the dialysis catheter but only gives a failing response, such as the guide being stretched. The guide and catheter are then pulled out as one unit. The procedure had to be stopped." Additional information received 17-apr-2023: it was reported by bd rep, "there was no patient harm."